Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments and partial display due to display anomaly. The insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Customer¿s blood glucose was 114 mg/dl. Customer reported that insulin pump was shoving snow and fell. Customer reported that stated the insulin pump is fine but its alarming. Customer is calling back with blank display after receiving new battery cap. Customer reported that display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.